Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The 1.2 x 6 mm mini trek balloon catheter was prepared per the instructions for use prior to use in the anatomy. The mini trek was advanced, but could not cross to the lesion due to the anatomy. The mini trek was then able to cross to the lesion with a non-abbott micro catheter. The mini trek balloon was inflated to unknown pressure; however, a leak was observed when the inflation started. The location of the leak is unknown. The mini trek was removed without issue and a non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: heartrail, kiwami. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The failure to advance was due to the anatomy as reported. The definitive cause of the leak could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.